Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media being hospitalized with diabetic ketoacidosis. Customer was 4 days in the intensive care unit and 2 days in a regular room. The customer experienced vomiting, went to the doctor and was given a nausea shot prior to going to the emergency room. Blood glucose value is unknown. Customer has been discharged from the hospital the day of the call.